Manufacturer narrative:
In 2007 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
After 2.5 years of implantation, the device involved in thin MDR report was explanted because the interrogation could not be completed.